Manufacturer narrative:
(B)(4). The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed on the device which found that the tip of the device was bent.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be misuse, abuse and or error.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the craniotome device had a ¿bent plate". There was no delay in the scheduled surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, it was reported that the event occurred in april 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.